Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the affected device be received for evaluation.

Event description:
It was reported that magnesium sulfate 4g programmed to infuse over 240 minutes, infused in over 10 minutes. The pump settings were verified to be correct. There was no patient impact.